Event description:
It was reported that the pump was not delivering boluses as intended. Customer's blood glucose level was approximately 170 mg/dl. Troubleshooting with tandem clinical support could not confirm the reported issue; however customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy until a replacement pump arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.